Event description:
It was reported from (B)(6) by medical staff that a patient who was at home experienced a critical battery alarm with a fully charged battery and dc power with pump stops. The battery was exchanged with no reported consequences or impact to the patient. No additional information was reported.

Manufacturer narrative:
The battery was returned for analysis. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event was confirmed via log files with several vad stopped alarms and occurrences of non-consecutive premature controller - battery switching events for battery serial (B)(4) around to the event date. The controller serial (B)(4) did not logged alarms for battery serial (B)(4) within the analyzed period. Analysis of the device revealed that the device did not met specifications; the devices passed visual examination and failed functional testing with hi me and hi cycle count due to u2 (bq20z80) ic chip on the printed circuit assembly (pca) not performing as intended "memory corruption error". This failure was an incidental finding. The device was related to the reported event. The most likely root cause of the failure is communication error between controller and battery which likely contributed to the event. Heartware has opened an internal investigation to evaluate these types of issues. Heartware will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Always keep a spare controller and fully charged spare batteries available at all times in case of an emergency, beyond the two (2) power sources that are currently connected to the controller. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.